Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that a (B)(6) male underwent a valve explant after an implant duration of approximately four (4) years. Through follow up with the health care provider, it was learned that the reason for explant was due to aortic valve stenosis. Per the records obtained, the valve leaflets were eggshell in appearance with calcium infiltration and stiff. There was no flexibility and the valve leaflets were barely opened. This was explanted and a new 25 mm carpentier-edwards perimount magna ease pericardial bioprosthesis was sutured in place. The patient was slowly weaned off cardiopulmonary bypass and transferred to the intensive care unit for monitoring.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the explanted device was not returned to edwards for analysis. Without the return of the device, the root cause of this event cannot be assessed. The patient's history includes coronary artery disease, diabetes mellitus, hyperlipidemia and obesity. It appears that patient related factors likely played a role in this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve¿s hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.